Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons had to press more than once and insulin was shooting out during priming. Customer's blood glucose value was unknown at the time of incident. Customer also reported that rejected new battery, failed battery test and scratches on screen. Insulin pump will not be returned for analysis.